Manufacturer narrative:
Distal end of the device shows signs of activation. A section of the active tip is missing. The missing section of the active loop was not returned with the complaint. At the fracture face, there are signs of a brittle failure. It should be noted that there were no indications of mechanical force or stresses on the active loop. The likely root cause of the complaint is activation of the electrode tip inside the beak.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hysteroscopy procedure on (B)(6) 2016 and the electrosurgical device was used for myomectomy. During the procedure, the loop came in contact with the myoma a few times and soon after it broke. It was also reported that, the part of the loop which broke was the tip that comes into contact with the tissue. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No further information is available.